Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that pacing impedances on this left ventricular (lv) reached greater than 2000 ohms. No adverse patient effects were reported. This lv lead and the associated cardiac resynchronization therapy defibrillator (crt-d) remain in service.